Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/05/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/21/2015 with the following findings: a review of the black box data showed multiple unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked and evidence of moisture corrosion was found in the battery compartment. No battery cap was returned with the pump, a test cap was able to attach on to the pump. The pump was then exercised for 24 hours with no power issues. The pump failed a leak test at the battery compartment. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.